Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported that the patient started experiencing the symptoms on (B)(6) 2017 and confirmed a citrobacter freundi uti. The patient was given antibiotics on (B)(6) 2017 to resolve the infection. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having problems with the device since it got turned off by a magnet in the healthcare providers office. They had a "funny feeling" in their body, symptoms like a urinary tract infection" and they could not feel the device. Their bladder and bowels were not working right. They had diarrhea. Keeping the device on helped with bowels. On the day of the report, at the healthcare provider (hcp) office they received botox injections. No further complications are anticipated.